Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir had leak. The customer¿s blood glucose was 10.0mmol/l. The customer stated that the when they filling the reservoir the insulin was leaking and all the insulin has come out of the bottom and current situation patient is using reservoirs provided by the hospital. The patient has advised she fills the reservoir with plunger rod in place. The device will not be returned for analysis.